Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system and two additional patient samples tested with the elecsys estradiol iii assay on a cobas e 411 analyzer. No questionable results were reported outside of the laboratory. The samples were first tested on (B)(6) 2023 and the customer noted they received a mixer alarm that day. The stirrer and reagent packs on the instrument were checked, but no issues were found. The field service engineer checked the analyzer and determined the mixer had contamination and there was a sampling misalignment. The sampling position was adjusted and the mixer paddle was replaced. Controls were then tested. The affected patient samples were then repeated on (B)(6) 2023. The first sample initially resulted in an hcg+beta value of 0.7 miu/ml and it repeated as 134.3 miu/ml. The second sample initially resulted in an estradiol value of 176 pg/ml and it repeated as 299.7 pg/ml. The third sample initially resulted in an estradiol value of 300 pg/ml and it repeated as 175.1 pg/ml. The hcg+beta and estradiol reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
H3 other text : na.

Manufacturer narrative:
The field service engineer replaced a contaminated mixing paddle, adjusted the mixer mechanism, and trained the customer on how to clean the mixing mechanism. The investigation determined the service actions resolved the issue.